Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, during prep of faradrive catheter, dr westerman noted that flush port tubing near the hub connection didn't look right, like it had a bubble or glue within the side port tubing. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
A1: patient identifier - updated. A2: date of birth , age at time of event, unit of measure- age - updated. The device has not been received for analysis. However media provided within the complaint made it possible to confirm the reported issue.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, during prep of faradrive catheter, dr westerman noted that flush port tubing near the hub connection did not look right, like it had a bubble or glue within the side port tubing. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, during prep of faradrive catheter, dr (B)(6) noted that flush port tubing near the hub connection didn't look right, like it had a bubble or glue within the side port tubing. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. However media provided within the complaint made it possible to confirm the reported issue.